Event description:
It was reported that during initial implant, the implantable cardiac monitor could not be communicated with after initial communication. The device was removed and replaced. After the device was removed, connection was re-established with the device. The patient did not experience any adverse consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.